Event description:
It was reported that during an explant procedure of a right ventricle (rv) lead on (B)(6) 2025. During the same procedure, the atrial lead had an insulation breach confirmed visually. Subsequently, the physician elected to explant the atrial lead and a new lead was implanted. The patient was stable throughout the procedure.